Event description:
This is not the first occurrence of problems, but it is the most recent occurrence of the same problems. It is with the second generation of the b-d pen needles 0.23mm x 4mm, 32g x 5/32". I have used the 1st generation of these needles for years for insulin delivery & had very few issues. However, I have repeatedly & regularly had issues with the 2nd generation, such as: they are cheaply made & do not easily attach to the insulin pen, they do not penetrate the skin as easily as they should, the needle often bends & then leaks insulin & scratches my skin upon removal. I end up with bruises, not the recommended amount of insulin delivery (with the leaks), skin scratches which could be a source of infection & welts under the skin where the insulin pools. This design of the needles is unacceptable. I think the manufacturer needs to rethink it or bring back the former design.